Event description:
Additional information was received from the vns treating physician that the patient's death was unlikely related to vns therapy. The patient's death was sudden and was thought to be cardiac. The patient slumped over in front of the mother in the daytime, and she did not think it was a seizure. The patient was taken to the ER and was unable to be resuscitated. The patient had a family history of sudden death in a relative. The patient had reduced seizures with vns and was receiving therapy at time of death. There was no prior history of cardiac or respiratory problems. Analysis of the generator and lead was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the vns patient passed away and the explanted device was available for returned. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date. The cause of death is unknown. The relationship of vns to the cause of death are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.